Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The retained sample was visually inspected and functionally tested. There were some white particles observed after reconstitution but the coseal extruded without any issues. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that there white specks in the coseal. There were no issues or damages observed before the use of the product. The product was reported as, "looking different after setting on the patient's skin for a few seconds". There was no patient injury or medical intervention associated with this event. No additional information is available.